Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of lead wire had broken at the terminal to the thermostat, allowing a spark to contact the fabric foundation and causing a 1/8" burn. We were unable to determine the cause of this report.